Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer (nurse manager) reported that the monitor fell. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient/user harm reported.

Manufacturer narrative:
.